Event description:
Pt had the system implanted to receive chemotherapy treatments for breast cancer. There were no problems noted with the system throughout the therapy. System was explanted due to end of therapy. Following explantation,the system was visually inspected and a slit was noted at the portal/catheter connection site.